Event description:
The generator was received by the manufacturer for product analysis. The generator underwent product analysis and the final data from the generator was downloaded and revealed that only 40.673% of the battery capacity had been consumed. The generator was interrogated and it was observed to have reached an intensified follow-up condition (ifi) = yes condition. The pulse generator diagnostics were as expected for the programmed parameters. With the pulse generator case removed, the battery voltage measured 2.683 v. Analysis found contaminants on the trimmed edge of the printed circuit board assembly (pcba) inside the generator, which created paths for current leakage. The pcba failed several electrical tests due to supply current consumption. After the trimmed edge of the pcba was cleaned and the contaminates were removed, the pcba passed electrical testing and performed according to functional specifications. Review of the programming data and product analysis of the returned generator confirmed that the generator exhibited premature battery depletion caused by the laser-routing manufacturing process. No other relevant information has been received to date.

Event description:
It was reported that the patient's device has prematurely depleted, as it is already showing ifi = yes and the device was not implanted for very long. The patient received a generator replacement. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. The product has not been received by the manufacturer to date. No other relevant information has been received to date.